Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, however, no failure was identified related to the altitude alarm.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Subsequently, a malfunction alarm occurred. The customer's blood glucose level was 147 mg/dl at the time of both events. Reportedly, the customer has manual injections available as alternate insulin therapy.